Event description:
In 2009, patient reports he has received ongoing e4 (occlusions) since two days prior, on his infusion device. Patient states he disconnected infusion tubing from body and attempted to prime. Pump displayed e4 (occlusion). Patient reports he changed the infusion tubing, primed successfully, and infusion device displayed e4 (occlusion) 2 hours later while in the run mode. Patient states he changed infusion headset and received another e4 occlusion 2 hours later. Advised infusion adapter should be changed every 10th cartridge change. Advised to not reuse insulin cartridges. No occlusion occurred during the call. Advised to change the adapter. Patient will call back to continue troubleshooting. On call back the next day, patient stated he had changed the adapter and experienced another occlusion after changing the adapter. Patient reports continued e4 occlusions. Patient states he bolused a total of 10 units of insulin; completed desired bolus while on the phone. The infusion device did not display an occlusion at this time. Discussed other site areas. Advised patient to consult with physician prior to making any site area changes. The same day, he woke up with a blood glucose reading of over 450 mg/dl. He took 34 units by injection. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The occlusions continued to occur. Verified no air bubbles were in the infusion tubing or insulin cartridge. Had patient connect infusion tubing and placed the infusion device in run mode; infusion device delivered without occluding. Product was replaced, sent information on infusion site management and requested return of the suspect product for evaluation.